Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "off set self check failure - 1174" and "runtime calibration failure - 1051" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to foreign substance found inside the flow manifold, tubing, between the front bezel and around the button board. The flow manifold, button board, front bezel, front case, usb connector plate assembly, power and selector knobs were all replaced due to the foreign substance impurities found. The spm board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.